Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr single lumen powerpicc catheter. Usage residues were observed throughout the sample and an end cap was attached to the luer adapter. Two circumferentially opposite splits were observed just distal of the molded joint. Microscopic inspection of the splits revealed sharply defined fracture features. The split surfaces exhibited coarse striations. The splits were crescent shaped. Surface abrasions were evident in the vicinity of the splits. The fracture features, surface abrasions, and relative split positions were consistent with damage caused by manipulation of the sample using a traumatic grasping instrument such as hemostats or forceps. The damage location suggested that manipulation may have occurred during catheter access or maintenance.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, partial rupture of the device during infusion of drugs and leakage of the same from the slit. Partial rupture of the catheter a few millimeters from the anchoring fins is reported. Occurred during use. The patient did not suffer serious damage. PICC does not report traces of blood or cytotoxic drug. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter placed (B)(6) 2023 and removed (B)(6) 2024. PICC placed in basilic vein with 0cm exit site markings. Saline used to lock the catheter between use. Catheter secured with statlock; catheter dressed straight across patient's arm. Catheter used for oncology treatment: doxorubicina citarabina. Break was found external to the patient at the 0cm mark 265 after insertion. 2% chlorhexidine gluconate and 70% alcohol used to clean the catheter site during dressing change. The operator reports that he did not use cyanoacrylate glue during the implantation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, partial rupture of the device during infusion of drugs and leakage of the same from the slit. Partial rupture of the catheter a few millimeters from the anchoring fins is reported. Occurred during use. The patient did not suffer serious damage. PICC does not report traces of blood or cytotoxic drug. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter placed on (B)(6) 2023 and removed on (B)(6) 2024. PICC placed in basilic vein with 0cm exit site markings. Saline used to lock the catheter between use. Catheter secured with statlock; catheter dressed straight across patient's arm. Catheter used for oncology treatment: doxorubicina citarabina. Break was found external to the patient at the 0cm mark 265 after insertion. 2% chlorhexidine gluconate and 70% alcohol used to clean the catheter site during dressing change. The operator reports that he did not use cyanoacrylate glue during the implantation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the operator reports partial rupture of the device during infusion of drugs and leakage of the same from the slit. Partial rupture of the catheter a few millimeters from the anchoring fins is reported. Occurred during use. The patient did not suffer serious damage. PICC does not report traces of blood or cytotoxic drug. No other information was provided.